Manufacturer narrative:
According to the facility "the lines are brittle" and the lumens have a "bump around the orifice making them accumulate fibrin and requiring alteplase and repeat procedures". After numerous attempts, no additional information was provided in relation to the reported incident. The sample has been requested, but has not been returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the lines are brittle" and the lumens have a "bump around the orifice making them accumulate fibrin and requiring alteplase and repeat procedures".